Event description:
It was reported that system diagnostics recorded high impedances on five lead contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.